Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected and advanced into an unspecified guide catheter and over a .014 unspecified guide wire. It was noted that the shaft of the device snapped into two pieces. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was blood in the wire lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 81cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).